Event description:
It was reported that the patient no longer had intrinsic rhythm during an in clinic follow-up. The physician alleged contact with the conductive system of the patient's heart during the left ventricular lead repositioning procedure resulted in atrioventricular (av) block. The patient experienced no adverse consequences due to av block as the system was pacing the patient. No intervention has been performed to resolve the event and the patient was in stable condition.